Event description:
The hcp reported the patient presented to the ER with symptoms of numbness and tingling in her feet that had started that morning. The drug used in the pump is a mixture of morphine (8 mg/ml at 5.2 mg/day) and bupivicaine (30 mg/ml at 19.5 mg/day). The hcp was concerned the pump was malfunctioning due to the symptoms being consistent with an overdose of bupivicaine, however, interrogation showed the pump was infusing drug as programmed and the logs did not show anything abnormal. The patient's last refill was in december. The pump was programmed to minimum rate. The hcp planned to continue medical work-up including possible pump and/or catheter troubleshooting. Additional information has been requested from the hcp but was not available on the date of this report.